Event description:
The customer reported that the device did not alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Data correction to 510k, FDA product code, product brand name, common device name, model number, catalog item identifier, device identifier, single-use device a philips field service engineer (fse) evaluated the device and could not confirm the no alarm issue. The fse preformed a functionally test to simulate various alarms triggers the device passes all tests. The device was confirmed to be operating per specifications and no failure was identified.. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.